Event description:
Additional information was received, from a healthcare provider via a company representative. Stated, that the catheter was leaking. Cause, the hcp believes, that the partial break in the catheter was the cause of the ¿exacerbated pain¿.

Manufacturer narrative:
Continuation of d10: product ID: 8578, lot#: (B)(6), implanted: (B)(6) 2011, explanted: 2024, product type: catheter, product ID: 8578, lot#: (B)(6), implanted: (B)(6) 2011, explanted: (B)(6)2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (15mg/ml at 0.103mg/day), clonidine (150mcg/ml at 1.03mcg/day), and bupivacaine (0.103 mg/ml at 0.103mg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced return and exacerbation of chronic pain following intrathecal pump replacement. The patient was hospitalized due to pain. The pump was replaced on the sameday their pain returned. A dye study was conducted and there possibly leakage of codman catheter. Action/intervention: before the surgery, the codman catheter was investigated and there was a slight fracture. The issue was resolved. The patient medical history was chronic pain syndrome. The patient status was alive and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.